Manufacturer narrative:
A review of the further investigation has been completed. No deviations or non-conformances noted. Sterilization process was completed successfully and met the required specifications. With the information collected during the investigation, there is enough evidence to support that the device was manufactured under controlled conditions in accordance with allergan medical procedures. Environmental monitoring results were found to be acceptable and confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The events of infection and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation will be due to infection, capsular contracture, baker grade unknown, and anxiety over product.

Event description:
Patient reported ¿feeling sick ever since" implant procedure. Additional symptoms include ¿haven¿t been able to do much. Feels like it¿s burning, feels like it¿s ripping, feels like it¿s leaking but it¿s not leaking.¿ a few weeks post surgery, patient ¿had an infection¿ followed by ¿getting shocks. Pain through chest, head, back, left hand/ shoulder, and "feels like something is wedged.¿ patients claims implants ¿are affected by alcl.¿ "lumps and contracture" baker grade unknown and "possible particles are palpable" was later reported. The device remains implanted. This represents the left side. Patient has a history of previous breast implants.